Event description:
The account stated the stretcher frame tilted into trend/reverse trend. The head end rose when a pt (of smaller size) went to exit the bed toward the foot end of the bed. He also believed at one time the foot end of the bed lowered as well causing the frame to tilt. No injury.

Manufacturer narrative:
The investigation of the stretcher has not been completed at the account.